Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has had devices for many years and recently had device and leads replaced. Patient is concerned that she may be allergic to the new materials. The device and leads remian in use. No patient complications have been reported as a result of this event.